Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the ok button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2013 with the following findings: there was no visible damage to the keypad. The up & ok buttons had an intermittent response. The down & contrast buttons responded properly when tested. The keypad was removed and contamination was observed under the up, down, & contrast button contacts. A tear was observed on the bolus button cover and the bolus button responded properly when tested.